Event description:
Per the audiologist's report, this patient was receiving no benefit from her device and there was no nrt. A post-operative x-ray and CT scan showed that the device was not in the proper position. A surgery date to explant the device and reimplant a new one was not reported to cochlear.

Manufacturer narrative:
This is a final report.